Manufacturer narrative:
The investigation is ongoing.

Event description:
The healthcare facility reported that during an intraocular lens (iol) implantation, there was trauma to the capsular bag. An anterior vitrectomy was performed. The lens remains in the patient's eye. Additional information was requested.